Event description:
It was reported that removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified artery. An unspecified size rotawire extra support was used. After ablation was performed, severe resistance was encountered when the device was attempted to be removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).